Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the ethernet cable and power of ethernet (poe) injector, the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during navigation the software displayed localizer not connected. Switching out the cart to cart cable did not resolve the issue. The site switched out the camera cart with another and the issue was resolved. Further investigation while swapping out the power over ethernet found that the orange lan cable was damaged. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
The camera ethernet kit and power over ethernet (poe) injector were returned to the manufacturer for analysis. Analysis found that when powered on and providing power to a camera, the poe injector led would turn green and over the night it would eventually turn red. If the poe was unplugged from the wall power and let cool, the poe would provide power once the wall power was re-applied. The cable had physical damage to the 90 degree connector. When manipulated, there was an open on pin 6 and a short on pins 1 and 2. Analysis found that the reported event was related to an electrical component issue. If information is provided in the future, a supplemental report will be issued.